Event description:
It was reported that a pt underwent a carotid endarterectomy using a gore acuseal cardiovascular patch (cvx) for angioplasty. The 6-9 months following the procedure the pt presented with pseudointimal hypertrophy of the intraluminal surface of the patch. The cvx patch was explanted and replaced with a bovine patch.

Manufacturer narrative:
Method: the device lot number was not able to be obtained and therefore a review of the mfg records is not able to be performed.